Event description:
Voluntary medwatch received states that the patient developed an infection, methicillin-sensitive staphylococcus aureus (mssa) endocarditis. No patient status or further information was available.

Manufacturer narrative:
Correction: update b2, b5 and h6 sections.

Manufacturer narrative:
Correction: checked e2 box.

Manufacturer narrative:
Voluntary medwatch report received: mw5167223

Event description:
Voluntary medwatch received states that the lead was explanted due to infection (mssa endocarditis). The patient status was unknown.